Manufacturer narrative:
Qn#(B)(4). The device was received for investigation. A device history record review based on lot number of the device received showed no issues that can be related to this complaint. A visual inspection of the device was conducted and no abnormalities were found. No particles were found in the product housing. In current manufacturing procedure, 100% visual inspection after the assemble process is conducted. Thus any ineffective products would be culled out. Therefore it is unlikely that a product with particles would be released for shipment. Customer complaint cannot be confirmed based on this investigation. No particles found in the device housing. No corrective actions are assigned.

Event description:
Customer complaint alleges the respiratory therapist found particles in the 1605 housing. The alleged defect was detected during use. There was no report of patient harm. The patient's condition is reported as "fine."

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges the respiratory therapist found particles in the 1605 housing. The alleged defect was detected during use. There was no report of patient harm. The patient's condition is reported as "fine."